Event description:
Information was received from a consumer on (B)(6) 2017 regarding a patient receiving unknown medication (dose and concentration unknown) via an implanted infusion pump. The indications for use included non-malignant pain and degenerative disc disease. It was reported that the patient's prior pump was replaced because it failed to work properly. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.